Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The resistance was not confirmed as it was based on case circumstances. The investigation determined that the cause for the reported difficulties was likely due to case circumstances. It should be noted that the absolute pro instruction for use states, should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Additionally, the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the sigmoid sinus in the posterior fossa via the jugular vein under general anesthetic. A 7x30mm absolute pro self-expanding stent system (sess) was advanced toward the lesion and the stent was deployed without issue. The device was withdrawn with resistance. The physician suspected that the delivery shaft was getting caught on the stent during withdrawal. Force was required to withdraw the delivery system from the patient anatomy. No damage was noted to the stent after pulling the delivery system with force. There was a delay in the procedure; however, there was no adverse patient effect. No additional information was requested.